Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') and genital haemorrhage ('bled constantly/ abnormal bleeding (general)') in a 35-year-old female patient who had essure (batch no. A22177) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding and grand multiparity. In 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain lower ("severe cramping"), urticaria ("hives"), alopecia ("hair loss"), arthralgia ("joint pain"), urinary tract infection ("monthly utis"), fatigue ("extreme fatigue") and dizziness ("dizziness"). The patient was treated with intrauterine contraceptive device (iud nos) and surgery (ablation and hysterectomy (full)). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, pelvic discomfort, abdominal pain lower, urticaria, alopecia, arthralgia, urinary tract infection, fatigue, dizziness, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic discomfort, pelvic pain, urinary tract infection, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: she had to have an iud with essure to control the bleeding. Injuries or symptoms were decrease or resolve following essure removal. Discrepancy noted in date of insertion (B)(6) 2012. Discrepancy noted in date of removal (B)(6) 2014. There were seven coils seen on the right side and three on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: results: full occlusion of both tubes.. Most recent follow-up information incorporated above includes: on 29-dec-2020: medical records received. Lot number added. Reporter information, medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("bled constantly/ abnormal bleeding (general)") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain lower ("severe cramping"), urticaria ("hives"), alopecia ("hair loss"), arthralgia ("joint pain"), urinary tract infection ("monthly utis"), fatigue ("extreme fatigue"), dizziness ("dizziness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with intrauterine contraceptive device (iud nos), surgery (hysterectomy (full)) and surgery (ablation). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, pelvic discomfort, abdominal pain lower, urticaria, alopecia, arthralgia, urinary tract infection, fatigue, dizziness, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic discomfort, pelvic pain, urinary tract infection, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: she had to have an iud with essure to control the bleeding. Injuries or symptoms were decrease or resolve following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 8-nov-2018: pfs received. Reporter's information was added. Events added: abnormal bleeding (vaginal,menorrhagia), migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') and genital haemorrhage ('bled constantly/ abnormal bleeding (general)') in a 35-year-old female patient who had essure (batch no. A22177) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding and grand multiparity. In 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain lower ("severe cramping"), urticaria ("hives"), alopecia ("hair loss"), arthralgia ("joint pain"), urinary tract infection ("monthly utis"), fatigue ("extreme fatigue") and dizziness ("dizziness"). The patient was treated with intrauterine contraceptive device (iud nos) and surgery (ablation and hysterectomy (full)). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, pelvic discomfort, abdominal pain lower, urticaria, alopecia, arthralgia, urinary tract infection, fatigue, dizziness, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic discomfort, pelvic pain, urinary tract infection, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: she had to have an iud with essure to control the bleeding. Injuries or symptoms were decrease or resolve following essure removal. Discrepancy noted in date of insertion (B)(6) 2012. Discrepancy noted in date of removal (B)(6) 2014. There were seven coils seen on the right side and three on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in 2012: results: full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("bled constantly") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain lower ("severe cramping"), urticaria ("hives"), alopecia ("hair loss"), arthralgia ("joint pain"), urinary tract infection ("monthly utis"), fatigue ("extreme fatigue") and dizziness ("dizziness"). The patient was treated with intrauterine contraceptive device (iud nos) and surgery (hysterectomy for treatment of her symptom). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, pelvic discomfort, abdominal pain lower, urticaria, alopecia, arthralgia, urinary tract infection, fatigue and dizziness outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, dizziness, fatigue, genital haemorrhage, pelvic discomfort, pelvic pain, urinary tract infection and urticaria to be related to essure. The reporter commented: she had to have an iud with essure to control the bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of both tubes. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.